Event description:
The device (cev136) was returned for repair to mxi service and repair.

Manufacturer narrative:
(B)(6). Evaluation of this device indicated that the black plastic part was charred at the connection. Blood/ tissue residue was noticeable at the electrode and connection area. The charring that occurred after the electrical arc was most likely due to the presence of humidity in the connection or electrode area (blood/ tissues etc.). This hypothesis was supported by the observation of large amounts of residue. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) opened to address these issues. Medtronic's reference #: n/a. (B)(4).